Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545 . Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an event where was bent cannula was observed within after insertion in the abdomen resulting in high blood glucose of 542 mg/dl which was managed with multiple daily injections on (B)(6) 2026.